Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion surgery at l4/5 due to intervertebral disc herniation. Post-op, the placed l4 screw backed-out. Patient complained of low back pain. Products came in contact with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.